Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed for system error 105. The customer has stated that there was no pt injury.